Event description:
It was reported that the total parenteral nutrition (tpn) bag was pumped dry, including tubing. The patient went to the emergency room. The findings were negative. The event was resolved. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device in good condition - first time in. The reported problem was not duplicated; no problem found with the device. Pump operated properly per customer selected programmed settings. No corrective action was recommended as the customer requested investigation only. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.